Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of the manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. A follow-up MDR will be submitted if additional information is obtained. Complaints will continue to be reviewed and monitored for trends.

Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, the enroute 0.035" j-wire retracted into the dilator tip, and a dissection was observed in the right common carotid artery (cca). The procedure was aborted. No further complications were reported.

Manufacturer narrative:
H10/h11: manufacturer narratice/corrected data: the dissection event in the initial MDR report was reported in error. Per event description, there was no medical or surgical intervention to address the dissection. A dissection with no additional treatment/intervention is classified as a non-reportable event. This follow-up MDR is being submitted to indicate that the initial MDR report is being retracted.